Event description:
A user facility reported a mark noted on an intraocular lens (iol). Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/19/2009 and 09/09/2009 by fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).